Manufacturer narrative:
No button response due to moisture damage keypad traces. Moisture damage found on the interface board and motor. No unexpected numbers ramping/scrolling on their own noted. (B)(4).

Event description:
Customer reported via phone call that the buttons were unresponsive. The numbers were ramping up on their own. Scroll bar was moving without input from the customer. Customer's blood glucose was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.